Manufacturer narrative:
On 24 november 2017, the leica applications manager-core histology provided telephone support in association with this complaint. The leica applications manager-core histology documented that: "the customer stated that she found the source of error to be a customer user error via bottle pull. I stated we needed to pull logs for documentation in our reporting. She stated she did not want us doing so and had rectified the error and they were back to good processing..." Manufacturer investigation of the specific sequence of events involved in this complaint could not be conducted as the complainant was not willing to allow the instrument logs to be downloaded. The information documented by the leica applications manager-core histology on 24 november 2017 indicates that the root cause of the sub-optimal tissue processing reported by the complainant was failure to complete replacement of a reagent(s) in accordance with the manufacturer instructions detailed in the peloris/peloris ll user manual.

Event description:
On (B)(6) 2017, leica biosystems received a complaint of "water in tissues", which was not associated with display of any error code(s), following processing. A leica north america technical support representative documented that: "customer pulled out bottle and ran specimen. 100 blocks affected. User error." Further information documented by a leica field support specialist (fss) detailed that tissue in approximately 100 cassettes from a two (2) hour protocol run in each of retorts a and b, which started between 07:00 am and 09:00 am and completed between 09:15 am and 11:15 am, exhibited water in the tissue and holes when sectioning. The fss requested information from the complainant as to the final status of the tissue samples involved in this event on (B)(6) 2017. As of 19 december 2017, this information has not been provided to leica biosystems.